Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the broken sample tube side spring assembly. The fe also performed a pm as per checklist. The customer ran and passed qc. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.